Manufacturer narrative:
Unit was not received in manufacture mode. Unable to perform displacement test or occlusion test due to missing retainer. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test, rewind, seating, basic occlusion test and force sensor test. No unexpected auto suspend alert noted. Unit was received with auto suspend functioning properly. Unit was received with cracked select button keypad overlay, minor scratches on case, missing reservoir tube o-ring, pillowing keypad overlay and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s mother reported via phone call that this is the second call regarding issues with auto suspend. The customer¿s blood glucose level was 4 mmol/l at the time of the incident. Advised to run the self-test and the test failed. Unable to complete additional troubleshooting mother demanded the insulin pump be replaced. The insulin pump will be returned for analysis.